Manufacturer narrative:
Findings: pump received with blank display due to moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. Unable to perform operating currents, self test, unexpected alarm error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify battery out limit alarm due to blank display. Pump received with minor scratched lcd window, cracked lcd window, cracked belt clip slot, stained end cap sticker, stained address/serial number label and broken reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump got wet when they went swimming. The device was not working. It was alarming with a blank screen and a battery out limit message. The customer¿s blood glucose level was 300 mg/dl. Troubleshooting was performed. The customer reported that there was fluid under the insulin pump¿s display. They were advised to discontinue use of the device and revert to a back-up plan. They were advised that the device would be replaced and agreed to return the product for analysis.